Event description:
The ligasure was used to seal the vessels intraoperative. However, the patient required a return to operating due to hypotension. It was later determined the surgical sites were oozing. The provider question the effectiveness of the device functioning. FDA safety report ID # (B)(4).